Event description:
It was reported by the customer that before use cardiosave intra-aortic balloon pump (iabp) ECG lead wire cable broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found ECG lead wire broken. Fse issued quotation. Main unit passed all functional tests according factory specifications. Return machine to customer for clinical use. Fse is waiting quotation approval from hospital.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - e1 (telephone and email), h6(investigation findings and component codes).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (event site phone number). Corrected data: h6 (component codes).